Manufacturer narrative:
The device was not returned for investigation. A design history review of the lot number revealed the cartridge met all requirements in the manufacturing process prior to release with no related defects. Biocompatibility of the device has been established. All available information supports that the product was functioning as designed and there was no malfunction. The nxstage user guide includes platelet decrease as a potential risk associated with dialysis treatments.

Event description:
A report was received on august 21, 2017 regarding a (B)(6) female patient who, on an unknown date experienced a decrease in platelets, vomiting, and blood in stool. The patient commenced standard home hemodialysis treatment with the nxstage system one on (B)(6) 2017. At the time of this report the patient continues to treat with the nxstage system one with a different cartridge. No additional information was provided.